Event description:
Clinic notes dated (B)(6) 2014 note that the patient was recently evaluated by an ent for possible surgery secondary to obstructive apnea. It was noted that surgery is no possible because not only are the adenoids causing the apnea, but also the position of the tongue. It was noted on (B)(6) 2015 that the patient was suggested to be evaluated by neurology secondary to the concern that the vns is causing the apneic episodes. The patient underwent laryngoscopy with supraglottoplasty, bronchoscopy, tonsillectomy, palatopharyngoplasty with uvulopalatopharyngoplasty and submucosal resection of inferior turnbinate. The mother was concerned that the vns would need to come out; however, it was decided that the benefits outweigh the risks. The ent reported that the sleep apnea was first observed pre-2006 and prior to vns. It was reported that the symptoms worsened after vns was placed. It was not evaluated whether or not the apnea occurs with vns stimulation.